Event description:
The customer reported missing tubing in the kit. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
Investigation: this disposable set was unavailable for return for investigation. A photo of the issue was provided which showed a check valve with the tubing on one side sealed off and no tubing on the other side. It appears that the line to add the pas is missing. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause could not be determined. This was likely related to a misassembly, where the assembler neglected to attach or install completely a component to the set during manufacturing.

Event description:
The customer declined to provide patient information.